Event description:
The pt received her ipg on (B)(6) 2010. It was reported the pt is experiencing pain at the ipg site whether the stimulation was on or off. Over time the pain at the ipg site subsided.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.